Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis revealed a damaged is-1 connector pin and a bent distal end, which most likely resulted from the mechanical forces applied during the surgery. A thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement and high threshold values. During the electrical analysis, the dc resistances of the received conductor were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this atrial lead dislodged approx. 1.5 months after the implantation. A reposition attempt was unsuccessful. The lead was explanted.